Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 40 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level. Customer did not report how they treated low blood glucose level. Customer was advised to turn on auto mode feature and enter blood glucose depending on plan per health care provider's instruction. The device will not be returned for the analysis.